Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the videoscope displays poor image when angulation is applied. There were no reports of patient harm and procedure was completed with the same device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is assumed that the problem is caused by damage to the image sensor unit or failure of mounted components on the electrical board due to stress from use, external factors, or handling. This event is detectable and preventable by following the instructions for use: IFU document no: (B)(4). Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.